Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
The patient reported having surgery and not feeling well since the surgery. The patient went to the clinic where the device was found to be in magnet mode. The device was programmed to original settings and remains in use, with the patient feeling better. No patient complications have been reported as a result of this event.